Event description:
Additional information was received from a manufacturer representative (rep). The reason for the hcp only injecting 20 ml during the refill was unknown. A motor stall occurred on (B)(6) 2018 and tube set occurred on (B)(6) 2018. Then on (B)(6) 2018, eri occurred. The patient was referred to a neurosurgeon and had an appointment on (B)(6)2019, however she was unable to attend. No further issues were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative on (B)(6) 2018 regarding a patient receiving dilaudid (10.0mg/ml at 2.5mg/day) via an implanted infusion pump. The indication for use was spinal pain. It was reported that the pump had a motor stall on (B)(6) 2018, but the patient did not report withdrawal symptoms. It was noted that the patient was seen in the managing hcp's office for a normal refill on (B)(6) 2018. The pump was interrogated by the staff and they did not notice the motor stall alert. The hcp proceeded to aspirate the pump and aspirated 2ml, which the table showed. When the hcp went to put in more medication, he was only able to put in 20ml instead of 40ml. When the manufacturer representative arrived at the office, the patient was gone. The representative looked at the logs and saw the motor stall. It was unknown whether any environmental, external, or patient factors may have led or contributed to the issue, and the issue was unresolved at the time of report. It was noted that the patient was already being referred for pump replacement as eri (elective replacement indicator) had occurred and the pump needed to be replaced by (B)(6) 2019. Surgical intervention was planned but had not been scheduled at the time of report. The patient's status was alive - no injury and no further complications were reported or anticipated.